Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a surgery for a proximal right humerus fracture on (B)(6) 2013, the surgeon was using the push-pull reduction device and the drill tip to the threads of the device snapped off into the patients humerus and remains there. The surgeon did not attempt to remove the piece which is approximately one inch in length. As the surgeon was putting in the kirschner wire, it glanced off the metal that was left in the patient and a piece of the wire broke off and also remains in the patient; approximately an inch in length. At first glance, it was thought the wire was only bent but then was determined to have broken off. This was verified by x-ray. The surgery was not prolonged and the surgeon did not seem concerned. The sales consultant reported that the circulating nurse was also submitting a report. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from consultant.

Manufacturer narrative:
The product evaluation report states that the designs are adequate for their intended uses and did not contribute to this complaint condition. Therefore, this complaint for is invalid from a design perspective.

Event description:
This is 2 of 2 reports for complaint # (B)(4).

Manufacturer narrative:
Device was returned to synthes for evaluation on (B)(6) 2013.